Manufacturer narrative:
The part was not returned for evaluation. Due to the inability to investigate the implants or replicate surgical conditions, the exact cause of the failure cannot be determined. The calculated observed risk level matches the expected risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The following sections were updated for this supplemental report: b4, g6, h2, h6, h10.

Event description:
It was reported that after the first surgery in the beginning of 2025 the patient noticed some strange noise after a time. (B)(6) 2025 was the revision surgery and at one screw (1 out of 4) the locking cap was loosening. The surgeon took the tl handle and fixed the locking cap.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that after the first surgery in the beginning of 2025 the patient noticed some strange noise after a time. (B)(6) 2025 was the revision surgery and at one screw (1 out of 4) the locking cap was loosening. The surgeon took the tl handle and fixed the locking cap.